Manufacturer narrative:
Technical services evaluated the returned product which confirmed the flickering in the blade. Damage on the baton connector was found. The baton was replaced. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope avl monitor; catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt avl baton 3-4, the image flickers around when in use. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.